Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to outside hospital with concerns of sepsis due to significant fatigue, light-headedness, and severe groin pain. On (B)(6) 2018, the patient reports that they had a benign prostatic hyperplasia (bph) with acute urinary retention about 2 weeks ago where a foley was placed 1 week ago. The patient removed the foley on their own and was doing well until (B)(6) 2018 when there was acute onset of right sided pain in groin. The patient reported unbearable pain associated with extreme fatigue, light-headedness, and general weakness. The patient also noticed fever, chills, post-nasal discharge, neck pain, coughing, and shortness of breath. Denies headaches, chest pain, pressure, diarrhea, nausea, vomiting dirveline drainage, flank or back pain, arthralgias, or rash. The source of infection is thought to be right-sided epididymitis. Low blood pressure with systemic inflammatory response syndrome (sirs) is not a current concern. The patient was started on broad spectrum antibiotics and cultures were obtained with results pending. Urology and infectious disease were consulted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. The account reported the patient presented symptomatic with suspected sepsis. A urinary issue reported on (B)(6) 2018 resulted in the placement of a foley. The patient later removed the foley which was followed by acute onset of right sided groin pain. The patient experienced multiple symptoms related to an infection thought to be right sided epididymitis. The account started the patient on antibiotics. Although infection is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas, however, the account did not indicate that the infection may be device related. No alarms were reported. No further information was provided. The manufacturer is closing the file on this event.